Manufacturer narrative:
Batch review performed on 23-apr-2024. Lot 2303387: (B)(4) items manufactured and released on 04-jul-2023. Expiration date: 2028-06-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional components revised: ball heads: mectacer 01.29.210 biolox delta ceramic ball head 12/14 ø 36 size l + 4 (k112115) lot 2317274: (B)(4) items manufactured and released on 13-jul-2023. Expiration date: 2028-06-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2316736: (B)(4) items manufactured and released on 08-aug-2023. Expiration date: 2028-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Stem: sms solid 01.36.048 sms solid stem std size 8 (k1816939 lot 2219011: (B)(4) items manufactured and released on 17-jan-2023. Expiration date: 2027-12-27. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.

Event description:
At about 4 months after primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout, removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.